Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient obtained error 4 messages on his onetouch verioflex meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that the patient began getting the error 4 messages at 9:00 am on (B)(6) 2019. The patient manages his diabetes with a combination of insulin and oral medication (no adjustments). The reporter denied that the patient made any changes to his usual diabetes management routine after obtaining the error messages. She stated that at 1:00 pm on (B)(6) 2019, the patient developed symptoms of ¿nauseous, shaky and blurry vision¿. She reported that he self-treated the symptoms at 1:30 pm on (B)(6) 2019, by eating ¿butter and snack ramen¿. She denied that the patient used any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The reporter described the correct testing steps. She confirmed that the patient¿s test strips were within expiry date, had been stored correctly and completely drew in the blood sample. The cca walked the patient/reporter through a retest but they obtained an error 4 subcode 2 message; education on its meaning was provided by the cca. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining error 4 messages on the subject meter.